Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The bone cement was not revised on (B)(6) 2016; however, field action has been initiated to investigate sterilization of the device. (B)(4). Concomitant products: pn: 42-5006-070-02, ln: 63047091, psn fem ps cmt ccr std sz11 r. Pn: 42-5320-083-02, ln: 63022037, psn tib stm 5 deg sz h r. Pn: 42-5214-010-10, ln: 62893900, psn asf ps 10mm ply r 10-12 gh.

Event description:
Patient underwent knee revision procedure approximately one month post-implantation due to infection. The poly bearing was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Field action has been initiated to address a sterilization process issue. The batch (lot) number of the device involved in this event is within scope of the field action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.